Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to pocket infection. Reportedly, the patient presented with a dehisced pocket. On further evaluation it was confirmed that the pocket was infected. It was also reported the patient was on steroids and at higher risk for infection. There were no additional adverse patient effects reported. The ICD was explanted.